Event description:
It was reported that a patient experienced brief contractions / pre-term labor most likely as a result of reduced dosage of terbutaline medication. Pt was receiving terbutaline via infusion set-up with p4291orbit infusion set and cadd/micro syringe pump. Medication was administered via 3ccms3 syringe. The information reported to the manufacturer states that "the area where the (orbit) infusion set connects to the syringe was cracked and the medication had leaked into the pump." The orbit pump set was placed/in use approximately two (2) days when the leakage problem was detected. Attending physician ordered the terbutaline/ pump be stopped and placed the patient on magnesium sulfate for 24 hrs. Pt is currently back on the terbutaline; has returned to baseline condition, with no further incident / complications. The involved orbit 90 device was discarded. The pt's healthcare provider returned two (2) unused/packaged orbit 90 complaint device samples from their inventory for testing and evaluation. Additional in-house samples were also tested and evaluated. Visual inspection of the two (2) unused orbit 90, device set samples recorded that a hairline crack was present on the molded knit line of the luer components, extending from the tip into the tubing pocket section. Evaluation of the in-house samples also recorded the same/similar results.

Manufacturer narrative:
The reported product problem was confirmed. During the course of this complaint investigation, add'l lots were identified where a similar defect may exist. Remedial action was immediately taken, in-house inventory was quarantined, the three (3) distributors of the products were notified to contain inventory/cease shipments and the FDA recall coordinator in irvine ca was contacted. On 09/26/06 ICU medical initiated a voluntary recall of the affected orbit 90 devices.